Event description:
The international customer reported that the tidal volume is too low. The customer reported that the unit was in use, but no patient harm reported. The field service engineer replaced the gas delivery system to address the reported problem. The unit is now back in service.